Manufacturer narrative:
Investigation into this event showed that initial samples contained cellular debris. Datalogger analysis showed no evidence of analyzer malfunction. Further investigation revealed precision issues related to the well wash, signal reagent and reagent metering systems. A post-repair precision test verified acceptable performance. The root cause of the event is a combination of sample processing error and instrument-related errors. Neither cause alone would have resulted in the magnitude of bias observed.

Event description:
A customer observed falsely elevated trop I results for a pt sample tested on the eci analyzer. The sample tested negative at an alternate facility. The biased results were not reported. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.